Manufacturer narrative:
It was reported that the table started moving on its own in the middle of a robotic surgery, tilting back and forth and raising and lowering. It was reported that the unintended movement resulted in a small scratch on the patient from the robotic arm. The table is being evaluated by the manufacturer. Additional info regarding root cause will be sent in a supplemental report.

Event description:
It was reported that the table started moving on its own in the middle of a robotic surgery, tilting back and forth and raising and lowering. It was reported that the unintended movement resulted in a small scratch on the patient from the robotic arm.